Manufacturer narrative:
The device was received with additional information attached. Customer noted on pod - "blood sugar 250-350 for almost 24 hours - change after 1.5 days". The product was found to have a damaged cannula tip. The cannula tip was found to pass insulin however flow was severely restricted. This condition could have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the patient is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. As noted in the user guide, patients are advised to select a pod placement site consisting of fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Caller states that he felt a little pain in the insertion area. When she removed pod she saw that the cannula was "kinked" or "bent". Caller activated a new pod. No further information reported at the time of the call. The device is being returned for evaluation.